Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer got power error detected every 4 hours. Customer's blood glucose was unknown at the time of the incident. Product will not be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected power error 25 or low battery alert noted during testing or in the pump trace download. Pump trace download analysis confirmed the pump alarmed power loss alarm, replace battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm, replace battery alert and replace battery now alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.